Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information from operative notes reveal that significant metallosis was found in the soft tissue. The femoral head was removed with a punch and mallet which showed trunnion metallosis.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: 139270 506180 m2a magnum tpr adpr ti dia52-6 0/+3mmt1 us157864 488470 m2a-magnum pf cup 64odx58id. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02485.

Event description:
It was reported by the patient¿s legal counsel that patient¿s right hip was revised approximately 8 years post-implantation due to patient allegations of pain, discomfort, soreness, metal poisoning, metallosis, and elevated levels of cobalt and chromium. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a magnum tpr adpr ti dia52-6 0/+3 mmt1 catalog#: 139270 lot#: 506180. M2a-magnum pf cup 64odx58id catalog#: us157864 lot#: 488470. Taperloc por fmrl 17.5x155 catalog#: 103209 lot#: 741160. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.